Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optics fogged up on the inside of the protective glass. In other words, inside the scope.

Manufacturer narrative:
Alleged failure: new aim optics 10mm / 30° with ref: (B)(4) and sn: (B)(6) fogs up on the inside of the optics with every operation! Fogging does not occur on the outside of the protective lenses or eyepieces! Despite heating the insufflation gas and using anti-fogging agents, this phenomenon is present from the start and cannot be remedied. The customer suspects a leak at the end and wants to initiate a product complaint for the new product. Change from aim to ideal eye optics surgery with fluorescence imaging technology only possible to a limited extent. Conventional surgical procedure (with white light optics) could be performed in this particular case, however, the optics fog up on the inside of the protective glass. In other words, inside the scope. This is the customer's only one complaint. He suspects a leak through which moisture or gas can penetrate the scope. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could fluid ingress from a leaking distal end. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the optics fogged up on the inside of the protective glass. In other words, inside the scope.